Event description:
Wrist implant device was explanted in 2001, five months after original implant surgery. Pt heard a "snap" when exerting force on their wrist which was followed by discomfort and pain. When device was explanted 2 (two) of the 8 anchoring bone screws were found broken. No parts were returned to the MFR for evaluation.